Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 385 mg/dl. The customer alleged that bg was due to a pump issue; however, specific cause was not provided. Additionally, a cartridge alarm 6 occurred during the load sequence. Bg was 228 mg/dl at time of alarm. No abnormal altitude conditions preceded the alarm. Reportedly, the customer loaded a new cartridge successfully and continued to use the pump for insulin therapy.